Event description:
Pm009 interrupt af clinical study, subject ID: (B)(6). It was reported that after an ablation procedure using an intellanav mifi open-irrigated ablation catheter the patient experienced numbness in their right arm and visual disturbances. The ablation procedure was successfully completed on (B)(6) 2023. That same day the patient reported numbness in their right arm and flickering in peripheral vision, resulting in admission to the hospital. A CT scan and MRI of the patient's head were taken. No interventions took place, and the patient was discharged on (B)(6) 2023. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded. It was further reported a punctate acute lacunar infarct was found during the imaging performed on the patient.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the numbness and visual disturbances were related to product performance of the intellanav mifi open-irrigated ablation catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The catheter's instructions for use state adverse events which may be associated with catheterization and ablation include: cerebral vascular accident (cva), transient ischemic attack (tia), and related symptoms.

Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the numbness and visual disturbances were related to product performance of the intellanav mifi open-irrigated ablation catheter. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The catheter's instructions for use state adverse events which may be associated with catheterization and ablation include: cerebral vascular accident (cva), transient ischemic attack (tia), and related symptoms.

Event description:
It was reported that after an ablation procedure using an intellanav mifi open-irrigated ablation catheter the patient experienced numbness in their right arm and visual disturbances. The ablation procedure was successfully completed on (B)(6) 2023. That same day the patient reported numbness in their right arm and flickering in peripheral vision, resulting in admission to the hospital. A CT scan and MRI of the patient's head were taken. No interventions took place, and the patient was discharged on (B)(6) 2023. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.